Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had filling anomaly. The customer¿s blood glucose value at time of incident was unknown. Customer stated that insulin pump stopped working on its own and when button was pressed it started beeping. Customer assisted with troubleshooting. Customer advised to replace the insulin pump. The insulin pump will be returned for analysis.